Event description:
Pt reports pump that did not work for them. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported. Diagnosis for use: parkinson's disease.